Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Inspection of the device revealed that there were numerous bends and kinks throughout the body from distal to proximal. The wire was found detached from the seam weld at 29cm from distal to proximal, additionally the tip was found bent and stretched.

Event description:
Reportable based on the device analysis completed on 18feb2025. It was reported that the wire was kinked. The stenosed target lesion was tight and got shaped. A comet ii was selected for use. During the procedure, it was noted that the distal tip was kinked approximately 2cm from the tip of the wire. The procedure was completed with another of the same device. There was no patient complications reported post procedure. However, device analysis revealed a tip detached.